Event description:
It was reported that the pushlock proximal barbs drove into the distal barbs creating a concertina (accordion) effect. The anchor was unable to be driven into correct insertion depth, so a ronjour was used to shave-off the proximal exposed barbs. The distal part of the anchor had sufficient hold of the suture to complete the repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, this type of event is caused by preparing a pilot hole that is too small, prying/leveraging the driver during implant insertion, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.